Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals. Technical services (ts) suggested following actions. The device remains in use. No adverse patient effects were reported.